Event description:
Information was received indicating that a patient using a smiths medical cadd-legacy duodopa ambulatory infusion pump "forgot to take it off and it was running till 6:45pm." It was reported the patient subsequently "started her night dose earlier around 7pm." Per reporter the pump is usually changed at 2pm. It was reported that the patient's usual routine was "10am till 8am and then continuous dose till 2pm." No adverse patient effects were reported.